Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient faced an adhesive event where infusion set fell off on (B)(6) 2024 during use due to tape not sticking. The infusion set has been used for less than 24 hours. The blood glucose level was 500 mg/dl at the time of event therefore, the patient was treated with insulin pen. Patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
(B)(6).